Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), salpingitis ('infection (other) describe: caused by perforation of fallopian tube') and device dislocation ('malposition of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain menstrual (not recovered prior to essure). Essure confirmation test: fallopian tube perforation in (B)(6) 2009, developed an infection and was told the device ripped through the fallopian tube as it was being implanted. In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/very painful menstrual period/menstrual pain"), mood swings ("hormonal changes describe: mood swings"), menstruation irregular ("hormonal changes describe: irregular periods"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: type: urinary tract"), migraine ("migraine/headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("lower back pain/back pain by or on ovaries") and pain in extremity ("thigh pain"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced adnexa uteri pain ("ovary area pain/back pain by or on ovaries"), asthenia ("feeling drained") and dysgeusia ("constant nickel taste in mouth"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, salpingitis, device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, mood swings, menstruation irregular, urinary tract infection, migraine, nausea, allergy to metals, dyspareunia, fatigue, back pain, adnexa uteri pain, pain in extremity, asthenia and dysgeusia outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, asthenia, back pain, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pain in extremity, salpingitis, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: current weight: (B)(6). Discrepancy noted in essure confirmation test: she did not undergo an essure confirmation test was reported in current fu along with perforation (fallopian tube) in same column. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs received. The case is incident now. The previously reported event injury was replaced with events per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), hormonal changes describe: mood swings; irregular periods, infection (bladder/ urinary tract/vaginal) type: urinary tract, infection (other) describe: caused by perforation of fallopian tube, malposition of essure device, migraines / headaches, nausea, nickel allergy, dyspareunia (painful sexual intercourse), fatigue, pain, perforation (fallopian tube(s)), lower back pain, ovary area pain and thigh pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.